Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, possibly occluded (pt: vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us nurse and concerns a male patient. He was injected with radiesse®, into the cheeks (off label use of device). Radiesse® was hyperdiluted. During the radiesse® injection, the patient was possibly occluded. The reporter was looking for guidance on treatment. The outcome of the event was unknown.